Event description:
Since having the essure placed, I have experience countless adverse reactions. I have had consistent heavy, painful, and irregular menstruation cycles. There has been a drastic increase in migraine episodes. I have developed persistant lower back and pelvic pain, bloating, gastrointestinal issues, brain fog, and mood swings. I absolutely believe that these are related to the essure placement.